Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that stent restenosis occurred, and myocardial infarction and chest pain was experienced. In (B)(6) 2012, the patient presented due to myocardial infarction (mi) and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the mid left anterior descending (lad) artery with 100% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. Target lesion # 1 was treated with direct stent placement using a 2.75 mm x 20.00 mm pe plus stent, with 0 % residual stenosis. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented emergently with chest pain and was hospitalized on the same day. The chest x-ray revealed cardiomegaly and increased interstitial pattern bilaterally. Cardiac enzyme levels were noted to be elevated but did not meet protocol definition of mi. Subsequently, the patient was diagnosed with non st elevation myocardial infarction (nstemi). The 99 % proximal in-stent restenosis (isr) of the promus drug eluting stent was treated with percutaneous coronary intervention (pci) by placement of 2.5x12.00mm non bsc stent, following which the residual stenosis was 0%. Two days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.